Event description:
Event description guidant received information that this sq array had sustained three fractures,two in one leg and one in the other, array was capped and removed from service. Patient has a 0115 lead with a new 1852 he device.